Event description:
The report that was received indicated that a 90% stenosis at the left anterior descending artery was pre-dilated and the cypher stent was advanced to the lesion, however, only the tip had contact with the lesion. The cypher was removed to pre-dilate the lesion a second time, however, the stent struts were noted to be flared at the proximal end. The stent delivery system was removed through the guiding catheter, however, there was no resistance during withdrawal. The lesion was moderately calcified and the vessel was slightly tortuous. It was indicated that there was no resistance with the device. The physician commented that it would be understandable if the distal end of the stent was the one flared.